Event description:
It has been reported that the plastic back support broke. No patient involvement or adverse consequence was reported.

Manufacturer narrative:
The back support was received and evaluated. The back support was discolored and it was determined that the disinfectant cleaner that was used was not in accordance with the operations manual.